Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 450cc mentor memorygel breast implant, catalog #3507450bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 400cc smooth moderate profile gel implant. Left rupture was diagnosed by mammography post procedure. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
On 7/10/2018 it was noticed that the device history record review was erroneously omitted from the initial report submitted on 6/14/2018. The device history record (DHR) of lot number 271547 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).